Event description:
The customer reported that the 8015 device battery was not charging when plugged into ac power. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was not confirmed. Technical support performed troubleshooting over the phone to determine the customer reported issue of their battery not charging when their 8015 is plugged into ac power: based on troubleshooting results, technical services could not determine the proximate cause of the customer¿s reported issue. A serial number was not provided therefore a review of the device history record cannot be performed.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported their battery not charging when their 8015 is plugged into ac power. There was no patient involvement.